Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of r-unit charged coupled device, rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image turned to green due to component failure of r-unit charged coupled device) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the laparoscope, gynecologic, had the monitor video image turn green. This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.